Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. An visual inspection of the returned cycler exterior showed no signs of physical damage. An as-received simulated treatment was performed and completed without any failures or problems occurring. The fill and drain times were within the time specifications for a liberty cycler. The system air leak and valve actuation tests passed. There were no discrepancies encountered in the internal inspection of the cycler. The device history record (DHR) did not reveal any issues or problems related to the reported symptom code(s).

Event description:
A peritoneal dialysis patient called technical support requesting a replacement cycler. The patient stated she has been having long fill times and drain times, but not been receiving any alarms/messages. The patient also reported pain around her catheter area. The pain around the catheter was reported by the patient's nurse to be due to long drain times. According to the treatment data, the patient experienced iipv (increased intraperitoneal volume) of over 180%. The cycler will be replaced. Upon follow up with the patient's nurse, it was confirmed that the extra fluid was drained during the next treatment. No adverse event occurred and no medical intervention was administered due to this event.

Manufacturer narrative:
Additional information: device evaluation updated to contain reported increased intraperitoneal volume. Device code added. Device evaluation: the actual device was returned for evaluation. An visual inspection of the returned cycler exterior showed no signs of physical damage. An as-received simulated treatment was performed and completed without any failures or problems occurring. The fill and drain times were within the time specifications for a liberty cycler. The system air leak and valve actuation tests passed. There were no discrepancies encountered in the internal inspection of the cycler. The device history record (DHR) did not reveal any issues or problems related to the reported symptom code(s).

Event description:
Da peritoneal dialysis patient called technical support requesting a replacement cycler. The patient stated she has been having long fill times and drain times, but not been receiving any alarms/messages. The patient also reported pain around her catheter area. The pain around the catheter was reported by the patient's nurse to be due to long drain times. According to the treatment data, the patient experienced iipv (increased intraperitoneal volume) of over 180%. The cycler will be replaced. Upon follow up with the patient's nurse, it was confirmed that the extra fluid was drained during the next treatment. No adverse event occurred and no medical intervention was administered due to this event.